Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the past 3 supply changes, a piece of septum material goes into the needle and syringe. The customer successfully completed the load process by obtaining a new syringe and needle tip. There was no reported impact for the past events. At the time of report, the customer's blood glucose level was 158 mg/dl.